Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below. "[Inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function: 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the angulation of the evis lucera colonovideoscope was reduced. The customer did not have any information about the foreign material adhered to the scope. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, and the nozzle was flushed with detergent solution during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found nozzle was clogged with foreign material. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in evaluation found the complaint was confirmed and the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Also, evaluation found the play of the up/down knob was out of the standard value due to wear of the angle wire, the connecting tube was buckled, the scope cover was dented, the adhesives around the light guide and objective lenses were peeled, the light guide and objective lenses were cracked, the mouthpiece was loose, the water removal ability did not meet the standard value due to clogging of the nozzle, the bending section cover adhesive was cracked, chipped and had a white clouded area, the connecting tube was wrinkled, a flare occurred due to a scratch on the objective lens, the universal cord was wrinkled, switch #4 was worn, the paint on the suction and air/water cylinders was peeled, the control unit was shaved, the electrical connector had corrosion due to water leakage, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.